Event description:
A customer reported not observing drops of insulin at the end of the tubing during the fill tubing step of the load sequence on two separate occasions. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue independently by changing the cartridge and successfully resumed insulin delivery.